Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip 2120 cassette not attached alarm was confirmed as this was revealed in event log and during testing. Action was taken to replaced the dso sensor. Battery door was found missing. Action was taken to replace battery door.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip 2120 cassette not attached alarm occurred. This was during testing and no patient involvement.